Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "infection (unknown onset)," "abcess," and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), abcess, and seroma.

Event description:
Healthcare professional reported " ¿infection, "abscess formation," "redness,¿ ¿local heat sensation,¿ ¿swelling,¿ ¿pain,¿ ¿blood test inflammatory finding,¿ ¿bleeding,¿ "hematoma," and "seroma." The events of "hematoma" and "bleeding" are considered not device related. This is for an unknown side. The device has been explanted.